Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition could not be confirmed. The device history record was reviewed and no anomalies were observed during the mfg, packaging or inspection processes. The customer's complaint "1104bt camino catheter failed. Readings were bouncing all over the place" could not be confirmed or duplicated. The returned device was connected to the test monitor and met the functional requirements. No signs of erratic readings were present during the testing. The catheter was then place on a 24 hr drift test and the catheter drifted 1mmhg from the insertion value, which is within the directions for use specifications of +/-2mmhg for the first 24 hrs of monitoring. Visual inspection found no anomalies, however, it should be noted that microscopic inspection found no indentations on the teflon tubing to indicate that the catheter was securely tightened to the bolt. The customer complaint "implanted on (B)(6) 2011 at 20:00. On (B)(6) 2011 at 10:20, it was reported that the "wave form dampened". At the time the catheter was exchanged, the icp reading was 24" could not be duplicated. Testing indicates that the waveform was displayed on the test monitor. Since the catheter did not show the symptoms the customer reported and the catheter met all functional and drift specifications per the directions for use, no conclusions could be drawn nor root cause established. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that a (b)(6 male pt with an underlying medical condition of traumatic brain injury had fixed and dilated pupils, no cough or gag reflex, and had a glasgow coma scale of 3 on the initial neuro exam. The pt's neuro exam never changed. The CT scan showed the following: right-sided subdural hematoma with 9mm of right to left midline shift and cerebral edema resulting in obliteration of the basilar cisterns, the fourth ventricle was compressed, and symmetric dilatation of the left temporal horn. On (b)(6 2011 at 20:00, the 110bt catheter was inserted on the left side of the skull. The catheter was zeroed before insertion. It was unk if the catheter was pulled back or if there was any blood around the device. A post-device CT was not done. The initial intracranial pressure (icp) reading was 44mmhg and the initial brain temperature was 36.8 (unit not provided). It was then reported that readings were bouncing all over the place and the "wave form dampened". The length of time the catheter was in use before the product problem occurred was approx 14 hrs. The reported incident occurred on (B)(6) 2011 at 10:20. At the time the catheter was exchanged, the icp reading was 24mmhg. The initial catheter was removed on (B)(6) 2011 at 11:00 and was exchanged with a different 1104bt (lot number unk). The same site as the initial catheter was used for the replacement catheter. The replacement catheter did work and the wave form improved. The pt was also receiving the following treatments: hyperosmolar therapy, inotropic support, vasopressin for diabetes insipidus, normothermia, and sedation. It was then reported that the pt had progressed to brain death (unk date). The cause of the brain death was continued swelling in the brain which lead to herniation. "The second brain death was performed on 10/28". The pt's brain continued to swell with minimal to no response to therapies. The pt was then reported to be decreased (date of death and cause of death were not provided). Add'l clinical info has been requested however no new info has been provided.